Manufacturer narrative:
Isi has received the referenced tip cover; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted post failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissor (mcs) tip cover accessory (tip cover) was falling off when installed into the mcs instrument. The user continued the procedure using the backup instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: no orange surface was visible after the tip cover accessory was installed, and it was not installed beyond the orange surface. An installation tool was used. The customer was unaware of any damage prior but found that the tip cover was cracked horizontally. There was no arcing that was observed.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissor (mcs) tip cover accessory to perform failure analysis. The monopolar curved scissor (mcs) tip cover accessory was analyzed, and the complaint of the tip cover falling off was not confirmed by failure analysis. The tip cover was placed on an in-house golden mcs instrument. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The mcs tips opened and closed properly. The tip cover remained tightly in place and did not fall off. No product issue was identified through failure analysis. Additionally, the mcs tip cover was found to have tearing on the distal end, and the tear is axially aligned with the tip cover and measure from .125¿ in length. Failure analysis did not find signs of thermal damage present at the end of any tears.